Event description:
According to the reporter, a leakage was found at the silicone IV connector, from the venous site of the catheter (junction of extension tube and bifurcate) before surgery. Nothing unusual was observed on the device prior to use. There was no excessive force use on the device. The catheter was not repaired. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. As a remedial action, it was replaced with a new product. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that there was a cut in the arterial extension tube where it met the luer adapter and in the venous extension tube where it met the bifurcate hub. It was reported that there was a hole on the extension tube at or near the bifurcate/hub. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The placement of these cuts suggest that they were created by clamping the tubing too close to both the luer adapter and bifurcate hub. Clamping the extension tube close to either the adapter or hub can cause excess stress on the extension tubing which can lead to breaks/leaks in the tubing where it connects to these components. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: clamping repeatedly on the same spot could weaken the tubing and clamping near the adapter and hub should be avoided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.